Event description:
Reference number (B)(4). Event occurred in sweden. It was reported that patient faced an infusion set tubing detachment event on (B)(6) 2025. The site of detachment was connector. The infusion set was in use for approximately 36 hours.the blood glucose level was high at the time of event and the patient was treated with correction injection via multiple daily injections.patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted common device name under d2, model number, serial number, primary unique device identifier (UDI) number. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Revision 21 of 3709030 does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of 3709030. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009657, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6009657 was manufactured according to the work instruction (wi) version 117 and manufactured in the line inset 5 on 20/oct/2024, with a total of (B)(4) units. Glue-tubing lot: the lot 4k01341 was manufactured according to the (wi) version 65 and manufactured in the machine sc04 on 19/oct/2024 with a total of (B)(4) units. The lot 4k0329 was manufactured according to the (wi) version 65 and manufactured in the machine sc01 on 12/oct/2024 with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.